Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device was getting a repeated error check vent: proximal pressure sensor auto zero failed message. It was determined to replace the data acquisition (da) printed circuit board assembly (pcba). It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.